Manufacturer narrative:
Qn#(B)(4). One unit of manta and sheath were returned. Blood -particulates were noted. Manta was locked into the sheath with the lever engaged. Components (anchor, collagen and lock) were released from the lumen. Sheath was dismantled to expose the button valve. The valve was torn and seated in place. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a aaa, a 14f manta was deployed for closure. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The physician removed the first 14f manta device and opened and successfully deployed a second 14f manta device for closure. Patient outcome post-procedure was fine with no further intervention required. It cannot be confirmed if there was an issue deploying the anchor, as the components were released from the lumen upon the return of the device. The manta instructions for use indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: manta failure occurred. A second manta was used to complete the case. I will request further information from the hcp. Additional information received on 12may2023: according to md, he had issues seating manta through the manta valve. When he deployed the first manta the footplate stayed in the sheath and never made it into the vessel. He was able to retract the footplate, collagen and anchor out of the patient and successfully use a second manta. Patient is fine and no further interventions were required. The case was an aaa. That is all the information that was reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta failure occurred. A second manta was used to complete the case. I will request further information from the hcp. Additional information received on 12may2023: according to md, he had issues seating manta through the manta valve. When he deployed the first manta the footplate stayed in the sheath and never made it into the vessel. He was able to retract the footplate, collagen and anchor out of the patient and successfully use a second manta. Patient is fine and no further interventions were required. The case was an aaa. That is all the information that was reported. Additional information has been requested.